Event description:
While using a monoject brand 11gx4" snarecoil bone marrow biopsy needle - kit MFR covidien. Could not get needle to release biopsy. Had to have biomedical engineering disassemble needle to retrieve sample/biopsy. While I have had difficulty with biopsy retrieving in past, this is the first time removal was impossible. In further discussions with other members of our division. Other have had similar difficulties and are now using biopsy needles without a snarecoil feature.